Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted his bundle pacing lead exhibited high pacing thresholds. It was also noted that there had been friction with the delivery catheter. The catheter was replaced and the lead was repositioned; however the lead was ultimately removed due to anatomical difficulties. A new lead was implanted on the right ventricular septum. No patient complications have been reported as a result of this event.